Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the mildly tortuous lcx. The device could not cross the lesion by direct stenting and was withdrawn. Afterwards, it was detected that the stent was deformed (fluffy).

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is partially expanded in its proximal portion, and severely deformed in its center as well as at its distal end. The balloon is slightly unfolded and shows signs of a partial inflation. Contrast medium residue was observed in balloon lumen up to the distal balloon shoulder. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that, according to the IFU, pre-dilatation of the lesion is mandatory.